Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: salt accumulation)/block drainage lumen) or no drainage eye. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: sterile unless package is opened or damaged. Do not use if package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Do not aspirate urine through the drainage funnel wall. Use luer syringe to inflate with stated ml/cc of sterile water. Do not use needle. Recommended inflation capacities: 5ml/cc balloon: use 10ml/cc sterile water. 30ml/cc balloon: use 35ml/cc sterile water. Do not exceed recommended capacities. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon obstruction.